Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and broken video cable. A definitive root cause could not be identified for the purple image as this was not confirmed during evaluation. Based on the results of the investigation, it is likely that the following led to the no image malfunction: the video cable is broken and therefore the image is not displayed. A definitive root cause could not be identified for the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device image is purple. This happened at the start of a therapeutic hysterectomy procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device image is purple. This happened at the start of a therapeutic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.